Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21125713. Medical device expiration date: 14-dec-2024. Device manufacture date: 09-dec-2021. Medical device lot #: 22015485. Medical device expiration date: 08-jan-2025. Device manufacture date: 07-jan-2022. Medical device lot #: 22016305. Medical device expiration date: 26-jan-2025. Device manufacture date: 26-jan-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ needle-free connector was clogged. This event occurred 8 times, 6 times, and 6 times for batches 21125713, 22015485 and 22016305, respectively. The following information was provided by the initial reporter, translated from chinese: "there was fluid blockage during the exhaust."

Manufacturer narrative:
A 2000e china product was not available for investigation; however, the customer confirmed the complaint samples were from lots 21125713, 22015485 and 22016305. The feedback provided by the customer indicates a complete occlusion was detected as the smartsite component could not be flushed with anti-inflammatory drugs. The customer also confirmed the connecting product was a weigao luer slip syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 21125713, 22015485 and 22016305 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
No additional information.